Event description:
It was reported that a pediatric user experienced hyperglycemia while at school with a recorded blood glucose of 437 mg/dl after the ilet ran out of insulin; the caregiver was advised that an outside insulin injection could be given and to disconnect the infusion site for two hours, and backup therapy was used. Symptoms included no acute clinical effects. Outcomes included no professional medical intervention and no hospitalization. Investigation included complaint handling and technical review based on user report. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hyperglycemia was unclear and could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.